Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard bc unit from lot number 4025972. Your report of a bent needle was confirmed and due to the evidence of use, the needle was likely bent during insertion. It is unlikely that the device would have been used had the bend existed before insertion. The needle was received fully retracted; however, the bend in the needle likely contributed to the inability for the needle to fully retract as it may have been caught in the IV catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: customer stated that rn inserted a 24gx0.75in autoguard needle (lot # 4025972) into the pt's vein on the side of the right wrist. The needle was inserted without difficulty/pain to the pt. Needle/catheter did not look damaged prior to insertion. When rn pushed the retract button on the needle, the needle would not retract. Rn was unable to remove the needle from the catheter in the pt's vein. Rn had to use a small amount of force to remove the needle and catheter from the pt's wrist. Once everything was removed, rn inspected the needle and the needle was visibly bent at the tip. Held gauze on the site and covered with a band-aid. Pt stated that it was painful when the needle came out but the pain resolved quickly. Reported the incident to dr. No visible harm to the pt's wrist noted.